Event description:
It was reported that a pt underwent strabismus surgery on (B) (6) 2010 and suture was placed thru the vagal rectus muscle and tied into the sclera. One day after the procedure, during check up, the surgeon noticed that the eye was not moving. The surgeon found the suture tied to the sclera but ripped. The vagal rectus was with part of the suture and the other part was on the sclera. The pt underwent re-operation on (B) (6) 2010.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch # associated with this event is not known. The international affiliate reports the following possible batch #s. Batch bl5bjln, batch bp5bbzn.